Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an occlusion occurred. The physician implanted a taxus liberte' 2.75x32mm drug eluting stent to the circumflex (cx) artery due to an acute occlusion, but once implanted, the stent became occluded as well. The procedure was completed with this device and medications. No additional injuries or complications were reported. Pt status post procedure is noted as stable. Add'l info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be anticipated procedural complication.